Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: during investigation, the pump powered on with the returned battery cap. The battery cap was able to be fully tightened and removed without difficulty. Unrelated to the original complaint, evidence of moisture contamination was found inside the battery compartment. Additionally, the audio bolus button cover was torn but responded appropriately to user input. A leak test was performed and failed due to the tear in the audio bolus button cover. The pump was opened to find no evidence of additional moisture internally.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap with moisture ingress) issue. It was reported that the battery or cartridge cap was worn and would not attach. It was also reported that there was moisture ingress to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in insulin delivery if the damage impacts the power circuit or cartridge cap/compartment.

Manufacturer narrative:
Follow-up #2, 24-feb-2017- correction to serial#.